Manufacturer narrative:
Qn (B)(4). Per DHR the et tube, cuffed, spiral flex 7.0 lot 73c1800573 was manufactured on 03/23/2018 a total of (B)(4) pieces. Lot was released on 04/02/2018. DHR investigation did not show issues related to complaint.

Event description:
It was reported that the doctor found cuff leakage when using on patient. Then changed new one, no impact on patient. Involved 1 pc.